Event description:
It was reported via medwatch mw5100957 that acute myocardial infarction and patient death occurred. Thirty-nine hours after a 3.00 x 38 synergy drug-eluting stent was implanted, the patient experienced acute myocardial infarction and died.